Event description:
It was reported that post implant, the ventricular lead exhibited loss of capture and impedance rose from 510 ohms to 1008 ohms in the bipolar configuration. In the unipolar configuration, the impedance was 610 ohms, but there was still no capture. A connector issue was suspected. The physician elected to leave the lead implanted.

Manufacturer narrative:
Na